Event description:
It was reported that: (B)(6) 2023,the doctor found the swg diffficult to advance prior to the patient in the clinical room.

Manufacturer narrative:
(B)(4). Upon initial investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 12/19/2023, should be retracted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023,the doctor found the swg diffficult to advance prior to the patient in the clinical room.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: 29 oct 2023,the doctor found the swg diffficult to advance prior to the patient in the clinical room.